Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (overvoltage set) has been confirmed. Upon investigation the monitor was unable to complete essential performance testing. The root cause for the failure was a missing component. The missing component was causing the monitor to unsuccessfully fire a pulse. Additionally, the response button was unplugged causing the button to be intermittent. The root cause for the missing component was unable to be positively identified. The root cause for the unplugged response button was unable to be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor was experiencing an overvoltage set.